Event description:
The electrodes were attached to a lifepak 12 on a cardiac arrest call. The defibrillator did not recognize that the electrodes were attached. The expiration date of 2006 was on the packaging. The package was not stored in a bent condition. The ambulance team had a set of back up physio pads that did work. The pt was dead when the ambulance team arrived and was not able to be revived. The ambulance staff does not consider the pt's outcome as a result of the product malfunction.